Manufacturer narrative:
A review of manufacturing lot history records was conducted. All in-process specifications and release criteria were met, including suture retention and ball burst testing on the incoming mesh material.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event. This report is based upon allegations made in a potential lawsuit in which atrium medical is a named defendant.

Event description:
This event is deemed reportable based on the allegations in a pre-suit claim which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Claimant attributes unspecified complications to the mesh. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.